Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was unknown. It was unknown if the patient was hospitalized prior to death and it was not reported if an autopsy was performed. The patient had been on continuous ambulatory peritoneal dialysis (capd) therapy prior to passing away. It was reported that the patient had been performing therapy with baxter solutions up until the day of death; however, it was not reported if the patient was performing peritoneal dialysis with baxter solutions at the time of death. No additional information was available at this time.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.